Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: the last basal delivery was on (B)(6) 2014 at 02:05am prior a ¿cs147¿ occlusion alarm. The total daily dose adds up and reflects the programmed basal rate target. The black box shows ¿blank basal program activated¿ on (B)(6) 2014 from 02:05am until 08:16am when the pump recorded ¿cs162¿ loss of prime warning. A review of the pumps user settings confirms blank active basal no.1. The display is dim and reddish. The pump reflected 24u after 24hr on 1u/hr basal program duration test, no eaw occurred during the investigation, unable to duplicate ¿history/settings issue¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.